Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the access 2 immunoassay system. Customer tested samples from 3 patients for accutni. The first patient's sample gave results of 0.21 and 5.74ng/ml; the second gave results of 0.09 and 0.41ng/ml and the third gave results of 0.12 and 1.63ng/ml. These 3 samples upon repeat on a different instrument gave results of 0.05, 0.04 and 0.01ng/ml respectively. The erroneous results were not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Customer collects samples in serum tubes with gel separators and centrifuges them for 10 minutes at 2800 rpm. Qc was within established ranges prior to the event but was out of range when performed after the event. A field service engineer (fse) was dispatched on 03/13/2009: (a) fse found the peri-pump tubing had been trimmed too short and replaced it. (B) fse performed a routine system check which passed within instrument specifications and performed repairs per established procedures and all results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.